Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd connecta" stopcock experienced 2 cases of leakage. The following information was provided by the initial reporter: several wards of the university clinic (kim) complaint that the 3-way-stopcocs are partially leaking and very difficult to separate from the infusion devices of central venous catheters. This is only possible using a lot of force, they have broken several times. In this case the transfusion set, also from bd, separated. According to hygiene, the accesses should not be wiped but sprayed, compresses are tapped on. The used disinfectant is octeniderm.

Event description:
It was reported that bd connecta¿ stopcock experienced 2 cases of leakage. The following information was provided by the initial reporter: several wards of the university clinic (kim) complaint that the 3-way-stopcocs are partially leaking and very difficult to separate from the infusion devices of central venous catheters. This is only possible using a lot of force, they have broken several times. In this case the transfusion set , also from bd, separated. According to hygiene, the accesses should not be wiped but sprayed, compresses are tapped on. The used disinfectant is octeniderm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-19. H6: investigation summary: a complaint of leakage was received from the customer. Samples were provided to aid in the investigation of this defect. Through functional testing, the customer complaint could not be verified. No leakages were observed on the set during testing. No other damages or defects were found. A device history record review could not be performed on model 394600 because a lot number was not provided by the customer. A root cause could not be determined as the failure could not be replicated. A complaint of a failure to decouple device was received from the customer. Samples were provided to aid in the investigation of this defect. Through functional testing, the customer complaint could not be verified. No issues with connection were observed on the set during testing. No other damages or defects were found. . A root cause could not be determined as the failure could not be replicated. H3 other text : see h10.